Event description:
The lead impedance measured high and a lead fracture was suspected. The lead was explanted and replaced. During the implanting of the new lead the device was having difficulty measuring the impedance of the new lead and was still showing the impedance of the old lead. The device was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance one - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 21:00:10. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance = 893 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012. (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.